Event description:
The valve in the hub breaks and gets pushed down into the hub. There were two separate occurrences involving patients on monday and an additional one today. No harm or injury reported. The customer reported two occurrences on 'monday' and an additional occurrence 'today'. The customer is expected to return one device. The customer did not provide any additional details or clinical information for the additional events. This is one of two form FDA 3500a reports for this event. One of 'monday's' and the additional event for 'today' as reported by the customer. The second event for 'monday' was reported as indicated below. 1721504-2010-00378 (1 of 2 for 'monday'), 1721504-2010-00379 and this report (2 of 2 for 'monday').

Manufacturer narrative:
Device evaluation: the device has not been received for evaluation/ investigation. Root cause is under investigation. Merit determined on (B)(4) 2010 that a product correction would be required for the merit valved one-step centesis drainage catheters. Customers are advised to discard the device at the point of use. This is a 5-day MDR report in accordance with statutory reporting requirements. Communications to consignees began on (B)(4) 2010. A report to the FDA in accordance with (B)(4) is also in process and will be sent on (B)(4) 2010.